Manufacturer narrative:
(B)(6). Medical device lot #: 6166840, medical device expiration date: 3/31/2017, device manufacture date: 6/14/2016. Bd received samples from the customer facility for investigation. The samples were evaluated, draw tested and the customer's indicated failure mode for underfill with the incident lot was not observed. Additionally, retention samples were selected for evaluation and draw tested. The customer's indicated failure mode for underfill was not observed. From this testing it was determined that all tubes drew within specification. A review of the manufacturing records was completed for the incident lot and no issues were identified. Bd was unable to duplicate or confirm the customer¿s indicated failure mode because the defect was not evident in the testing of the returned and retained samples. .

Event description:
It was reported that bd vacutainer® 9nc 0.109m plus blood collection tubes have not been filling to the draw level. No injury or medical intervention reported.